Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's reported receiving high readings on his adc freestyle libre sensor. The customer received a message 'hi' from the sensor on (B)(6) 2018 at 12:00 noon. The customer self-treated with 4 units of fast- acting insulin at that time. After 30 minutes, the customer scanned again and obtained a reading of "hi" a second time and self-treated with an additional 5 units of fast-acting insulin based on the "hi" reading. The customer experienced symptoms of dizziness, tingling, and loss of unconsciousness. Emergency services were called to the customer's house and a blood glucose reading of 20mg/dl was obtained on their hcp meter. Emergency services administered IV glucose and provided the customer with food and candy and elevated his glucose readings to "115-120mg/dl". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated in mount. Removed the sensor plug to inspect the plug assembly. No issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's reported receiving high readings on his adc freestyle libre sensor. The customer received a message 'hi' from the sensor on (B)(6) 2018 at 12:00 noon. The customer self-treated with 4 units of fast- acting insulin at that time. After 30 minutes, the customer scanned again and obtained a reading of "hi" a second time and self-treated with an additional 5 units of fast-acting insulin based on the "hi" reading. The customer experienced symptoms of dizziness, tingling, and loss of unconsciousness. Emergency services were called to the customer's house and a blood glucose reading of 20mg/dl was obtained on their hcp meter. Emergency services administered IV glucose and provided the customer with food and candy and elevated his glucose readings to "115-120mg/dl". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.